Event description:
Customer called to report that there was a hair in the mixing syringe accompanying floseal. The hair was noticed while reconstituting the product and there was no pt impact. The customer reported that the pt was present, and that the surgery was successfully completed using a second floseal kit.